Event description:
It was reported that the zimmer skin graft mesher was not working properly. Add'l clinical f/u with the hospital indicated that the handle did not ratchet, and resulted in a portion of the graft being shredded. The planned procedure was completed. There was no report of harm, injury, add'l donor site harvest, add'l surgical intervention, alternate device use, or increased surgical time.

Manufacturer narrative:
The device was returned to the MFR for investigation. The device was returned with two ratchets. One ratchet would not operate. The other ratchet operated correctly. The device was tested with a sample cutter, as no cutter was returned with the device. The test cut was acceptable. It was determined that ratchet gear set screw was incorrectly adjusted, stopping the ratchet gear from moving. Visual examination of the device noted that the side plates, gear and roller were worn. The device was serviced and returned to the customer.